Manufacturer narrative:
No sample was returned for evaluation; therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
Peritoneal dialysis patient reported a m71.1 pressure leak alarm in fill #1. Patient also stated that he found a leak by the cassette door. There is no report of patient ill effect. No sample will be returned for evaluation.